Event description:
A customer contacted beckman coulter, inc (bec) in regards to a reagent pack that was incorrectly loaded onto access 2 immunoassay analyzer. The customer could see the reagent pack onboard the instrument but the reagent pack was not in reagent inventory of the system and therefore could not be removed from the system. Bec customer technical support walked the customer through to remove the reagent pack, and the customer verified that no additional reagent packs had been incorrectly loaded. No erroneous results were generated, and the customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event. Service was not dispatched for this event as the issue was resolved by troubleshooting with customer technical support. The cause of the event was user error.

Manufacturer narrative:
(B)(4).